Manufacturer narrative:
Evaluation summary: the lg connector has been replaced correction information: g6: follow up #1 h6: coding changed based on the investigation result additional information: h4: device manufacture date.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The lg connector is leaky. This event occurred at the time of during inspection. There was no report of patient harm.